Event description:
A technician reported a pt with transient light sensitivity syndrome in both eyes, two weeks following lasik treatment. The pt reported increased light sensitivity in both eyes. The pt's topical steroid drops were increased. In follow-up with the technician, she indicated the pt was seen on 03/08/2014 and the symptoms had resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, at this time additional info was not received. (B)(4).